Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller stated that the patient had an unrelated medical issue in which they were in the hospital and then rehab so their device was turned off. Upon turning it back on and recharging the implant would not take a charge. The patient was able to start a charging session with all 8 coupling boxes and left it on overnight but the implant would still not take a charge. The caller stated that the patient had it put in for their phantom pain because they lost their leg and they are worried because their phantom pain is back. It was reviewed that it is possible that they lost coupling while recharging overnight or that the stimulation was currently off. The caller was not with the patient at the time of the report. The patient was redirected to follow up with their healthcare professional (hcp) so they were sent a list of hcps in the area. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient still had issues recharging the device. No further complications were reported.